Event description:
It was reported to the MFR that during an ablation procedure to treat gastric antral vascular ectasia the initial ablation occurred without incident. The physician attempted to remove the device for cleaning and the halo90 ultra catheter deflected at the gastroesophageal junction, making it challenging to remove the physician was ultimately able to remove the catheter from the esophagus. Upon endoscopic visualization of the esophagus without the catheter attached, a laceration was noted with active bleeding which shortly subsided. The physician chose to abort the case. An x-ray was ordered to assess for perforation, the result of which was negative. No further info was provided.

Manufacturer narrative:
A visual inspection of the device noted nothing unusual. There was no obstructions or damage noted. Functional inspection passed. A review of the lot found no other complaints. Product met design specs. (B)(4).